Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corroded c-cover, charged couple device, and corroded image with scope communication error code b30. There were also the presence of foreign material on the light guide lens, objective lens, and air/water channel and the image was also not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported events of poor vision due to corrosion, no image and corrosion on charged couple device and c-cover and has error code that says it is not communicating with the processor occurred due to component failure of the device whereas a definitive cause for the reported event of foreign material in the light guide lens, objective lens and air/water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.